Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivery. The blood glucose level was 332 mg/dl at the time of incident. Customer treated with bolus. Customer was assisted with troubleshooting. Customer state that there were no air bubbles. Customer was assisted with high pressure test and found that bubbles were in the tubing. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The device will not return for the analysis.